Event description:
The customer reported the system would not display an image on the left monitor. No patient injury was reported.

Manufacturer narrative:
A ge service representative evaluated the system and replaced the generator batteries and the left monitor. The system operates as intended.